Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During a cerebral avm embolization, and while injecting onyx embolization agent, the doctor was unable to visualize the agent using roadmap. Subsequent imaging indicated the embolization agent was injected into tissue. We are unaware of any impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. A root cause could not be determined as the replaced potentiometer could not be matched to the event (function & time). The reported table position events could be found in the logfiles, however, the positions were outside of the range of the event. This would not have had any influence to the position of an object in the image nor on its size. The investigation of the relevant logfiles gave no indication about a possible malfunction. Scenes show a slight mask/image deviation of 0,15mm (1 pixel), which, according to an image quality specialist, come from patient movements. Movement may result from various causes, e.g. Patient breathing, patient moving, systems patient table bending, operator leaning against the patient table, etc. Requested roadmap images could not be provided as they were not stored by the user. Following replacement of the potentiometer, the problem did not reoccur. The manufacturer is not considering any further actions at this time.